Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen dose and con centration not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient¿s incision would not close and the pump had been exposed to external environment. The environmental, external or patient factors that may have led to or contributed to the event was obesity. There were no diagnostics and or troubleshooting performed. The actions and interventions taken to resolve the issue was replace the pump and move the pump pocket. Surgical intervention did not occur but was planned and scheduled for 13-apr-2020. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.